Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump was alarming ¿air in line.¿ per reporter, air was visualized in the tubing, so the pump was powered off, tubing clamped, and the cassette could not be removed as the latch was locked by the facility. The entire pump was tapped on a firm surface, the batteries were removed and replaced after a 10-second pause in an attempt to hard reset the pump, and the pump was powered on but the alarm persisted. The patient was redirected to their healthcare provider. No patient harm/adverse event was reported.

Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.